Event description:
On (B)(6) 2014, the distributer contacted animas stating the ok, down and up keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage found to the keypad. The keypad buttons were found to be intermittently responsive to button presses and required multiple button presses and increased force to elicit a response. The keypad cover was removed and contamination was found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. There were no power loss issues found with the pump. There was no evidence of moisture damage found in the battery compartment.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.